Event description:
It was reported that bd alaris pump module smartsite infusion set had foreign matter. The following information was received by the initial reporter with the verbatim: "we had an issue with product 2420-0007 alaris pump infusion set. When the clinician was priming the tubing, she noticed a floater in the tubing. I have the product in my office. Lot# (10) 23065489".

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Followup MDR submission for device evaluation: one sample was returned for investigation. The set was carefully examined for defects and abnormalities. No defects or abnormalities were observed. No evidence of a floater was observed within the tubing. The set was drained into an empty beaker. No foreign matter was observed in the beaker. The customer complaint that there was a floater in the tubing could not be verified. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2420-0007 lot number 23065489 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 30jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided it was reported that bd alaris pump module smartsite infusion set had foreign matter. The following information was received by the initial reporter with the verbatim: "we had an issue with product 2420-0007 alaris pump infusion set. When the clinician was priming the tubing, she noticed a floater in the tubing. I have the product in my office. Lot# (10) 23065489".